Event description:
Boston scientific received information that out of range shocking impedance measurements greater than 200 ohms were observed on the right ventricular (rv) lead following device change out. Patient was brought into the clinic for evaluation. Programming changes were made which decreased the impedances to 72 ohms. No other observations were found. The physician will continue to monitor. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over five years later for reported normal battery depletion. The chronic high voltage rv lead remained in service with the new crt-d. The device was returned for analysis.